Event description:
It was reported that the transesophageal s7-3t transducer failed leakage testing. The transducer was associated with the epiq cvx ultrasound system at the customer¿s site. The issue was discovered outside of clinical use, during cleaning, and no patient or user was harmed as a result of the issue. The customer was provided with a replacement transducer to address their immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.